Manufacturer narrative:
The device was not returned for evaluation. A follow up report will be sent on evaluation completion. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthopat device with the description of "blood spill and lights do not illuminate during pre op and post op." No patient/ operator injury reported.